Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using two proglide devices via a 7f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, the first proglide device was unable to be flushed during preparation and the device was not used on the patient. An attempt was made with a second proglide device; however, there was resistance advancing the proglide over the guide wire and the proglide device bent. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information provided, a conclusive cause for the reported difficulty advancing the guide wire could not be determined; however, the bend in the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.